Event description:
Received information stating received an occlusion alarm. Customer's blood glucose level was impacted. Reportedly, customer changes cartridge every five days.

Manufacturer narrative:
No product returning for evaluation. Attempts have been made to obtain all event information. Should new relevant information become available a follow up report will be submitted. The tandem t:slim pump user guide indicates that humalog has been tested up to 48 hours.